Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the mpu¿s patient cable having a damaged black screw thread, and being discolored, were both confirmed, as these were observed upon arrival of the mpu. The returned mpu (serial number (B)(6)) was functionally tested at the european distribution center and was found to perform as intended, and the damaged patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The original patient cable was individually tested and was found to perform as intended, even when manipulated by hand. The root cause of the observed damage to the mpu¿s patient cable was unable to be conclusively determined through this analysis. Incidental findings: damaged o-ring, superficial jacket damage. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2017. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the mobile power unit system was sent to the service center for preventative maintenance. A visual investigation found a damaged screw thread on the black connector. The patient cable was very dirty and impossible to clean.